Event description:
It was reported that there was noise on the right atrial (ra) lead and right ventricular (rv) lead channels of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed device episode data and presenting electrogram (egm) and found that there was oversensing of the noise which resulted in pacing inhibition from the ra lead channel. Ts suspected an external source. It was noted that this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this ICD system remains in service.